Event description:
It was reported that the patient is deceased and died approximately six weeks post implant of the implantable pulse generator (ipg) system. Additional information obtained indicated the cause of death was unknown. Additional information obtained indicated the physician commented that the patient had a congenital cardiac disease and suddenly stopped breathing while eating breakfast. No product performance issues were noted and no allegation related to the device system was received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products,: a5dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013. A 4968-35 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).